Manufacturer narrative:
B2 date of death ni additional suspect medical device components involved in the event: model # sc-2138-50 serial # (B)(4) description: scs 50cm iii lead model # sc-3138-55 serial # (B)(4) description: scs phiii ext 55cm.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related.

Manufacturer narrative:
Date of death ni additional suspect medical device components involved in the event: model # sc-2138-50, serial # (B)(4), description: scs 50cm iii lead; model # sc-3138-55, serial # (B)(4), description: scs phiii ext 55cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related.

Manufacturer narrative:
Additional information was received that the patient passed away of natural causes. No further information can be obtained.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related.

Manufacturer narrative:
Date of this report should have been 22nov2017.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related.